Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump keeps alarming and giving her the message to rewind it. The customer¿s blood glucose level was unknown. The customer not able to complete troubleshooting. The customer was advised to disconnect from her insulin pump and revert to using healthcare professional approved back up plan. The insulin pump will not be returned for analysis.